Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received anti-tachycardia pacing (atp) and shocks from the implantable cardioverter defibrillator (ICD) while walking. Therapy was exhausted in the episode. Upon review of the data, it was determined that therapy was given due to atrial tachycardia. Boston scientific technical services (ts) explanted that the rhythm ID correlated after inhibiting for at least 41 minutes before it became uncorrelated. The patient's atrial tachycardia was greater than 170 bpm and he was stable, the device treated assuming dual tachycardia. Ts discussed that there were limited programming options and they could increase rate cut off or manage the patient's arrhythmia medically. The ICD remains in service and no adverse patient effects were reported.